Event description:
The customer observed falsely elevated architect ca19-9xr results for a 72 year old diagnosed with pancreatic cancer. The following data was provided: (B)(6) 2023 initial result = 67.8 u/ml. (B)(6) 2023 initial result = 65.9 u/ml. (B)(6) 2023 initial result = 73.8 u/ml. (B)(6) 2023 initial result = 79.0 u/ml. (B)(6) 2023 initial result = 173.7 u/ml, repeat with 1:1- automatic dilution = 97.4 u/ml, repeat with 1:2 dilution = 117.6 u/ml, repeat with 1:3 dilution = 101.22 u/ml, repeat with 1:5 dilution = 76.40 u/ml, repeat with neuraminidase added to the sample 23.4 u/ml, repeat with another method (cleia) = 48.1 u/ml. (B)(6) 2023 initial result = 211.6 u/ml, repeat with 1:10 dilution = 162.6 u/ml. The customer is questioning the results from (B)(6) 2023 and (B)(6) 2023. Reference laboratory results provided: (B)(6) 2023 specimen: initial result = 161.42 u/ml. Dilution linearity: could not be evaluated as the measured value after 1:4 dilution was <30. U/l. Neuraminidase treatment: decrease in measurement value was observed non-specific binding absorption: decrease in measured values was observed for ca19-9 antibody, anti-human igm antibody, and anti-human iga antibody heterophilic antibody blocker: decrease in measurement values. (B)(6) 2023 specimen: initial result = 215.17 u/ml. Dilution linearity: poor dilution linearity. Neuraminidase treatment: decrease in measurement value was observed. Non-specific binding absorption: decrease in measured values was observed for ca19-9 antibody, anti-human igm antibody, and anti-human iga antibody heterophilic antibody blocker: decrease in measurement values. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 2k91-39 has a similar product distributed in the us, list number 2k91-33. The complaint investigation for falsely elevated architect ca 19-9xr results included a search for similar complaints, and review of the complaint text, trending data review, labeling review, and device history records review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review on lot 46242fp00 did not show any non-conformances, potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The historical performance of reagent lot 46242fp00 was evaluated using worldwide data. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 46242fp00 is inside the established control limits, which indicates acceptable product performance. Based on the investigation no systemic issue or deficiency of the architect ca19-9xr for lot number 46242fp00 was identified.